Event description:
It was reported that during a lobectomy procedure, the staples of the one side were not fired and the other side were fully fired at the third firing. Hemostasis was performed. Then the same device was used at the fourth firing to complete the case. Blue cartridge was used at each firing (total five times). There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.